Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 405 mg/dl. The customer also reported about the sensor anomalies. The customer declined to troubleshoot for high blood glucose. Troubleshooting for sensor and insulin pump was not performed and device return for insulin pump is not indicated. However, the sensor will be returned for analysis.